Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 188) error message indicating a safety assert fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrences of system fault error messages (sf 188) during device start-up. Performance testing could not reproduce the reported fault and its root cause could not be determined. The investigation found that the returned device was operating per specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 188) error message indicating a safety assert fault. There was no patient injury reported as a result of this incident.